Manufacturer narrative:
Frozen display is a failure that results in the user being unable to interact with the ui. Fse was dispatched to evaluate the unit and could not replicate the issue. Device passed all performance and safety tests according to factory specification. For complaints where the "frozen display" failure was not confirmed - the root cause is "not confirmed" as no non-conformances with the pump were identified.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) screen froze during pumping. The pump was turned off and on and it started pumping again. Patient involved. No harm is reported.